Manufacturer narrative:
The biological indicator present during the time of the reported event was a 3m biological indicator and passed. The cycle tape subject of the reported event was reviewed which evidenced the cycle completed with no issues. A steris service technician inspected the unit and replaced/rebuilt the jacket trap, steam traps and cleaned the boiler conductivity probes to ensure moisture in the steam was being eliminated. The probes were scaled with salt which may be attributed to the facility's water softener. In addition, the technician ran a leak test and found the unit to be operating properly. The user facility's practice is to leave the sterilizer's chamber door cracked for 20 minutes after the cycle is complete. The room in which the sterilizer is located is 60 degrees. While onsite the technician advised the user facility not to leave the chamber door cracked with instruments inside after a sterilization cycle. The technician also advised the steris account manager of the event. The sterilizer is not under steris service contract and is serviced and maintained by the user facility.

Event description:
The user facility reported that after a completed cycle an employee observed moisture on instrument packs. The instrument packs were reprocessed before use in patient procedures. Procedural delays were reported due to the reprocessing of instruments.